Manufacturer narrative:
The customer reported getting a constant error 2300 sample loader step feed, after a sample rack jam occurred. Tss had the customer remove and inspect all racks to verify if the "tube/cup present sensor arms" were present; customer reported no issues with the sensor arms. Customer performed a all set home without triggering any error, but when trying to run samples the 2300 error returned. A field service engineer contacted the customer via telephone, and learned that the customer already removed the sorter panel. The fse instructed the customer in the alignment of the x1 axis flag, after customer verbally confirmed was out of alignment. Customer ran rack rotation test after alignment was completed, analyzer functioning as intended track crash caused the flag misalignment.

Event description:
The customer called in to report that they are getting a constant error 2300 sample loader step feed. This error began after a sample rack jam had occurred. Tss had the customer remove all racks and inspect to see if the tube/cup present sensor arms were both present and they are. Performed a all set home without any error, but when trying to run and samples the 2300 error returns. The customer is down and they run class a dispatched to fse, please ask for (B)(6) at (B)(6).